Manufacturer narrative:
Corrected data: b5, b7. Updated data: b4, g3, g6, h2, h6 (problem code), h10, h11.

Event description:
It was reported that during use on a patient by the customer, the cardiosave intra-aortic balloon pump (iabp) showed the arterial pressure was 106/52mmhg and the counterpulsation pressure was 183mmhg (the patient was measured at the same time peripheral blood pressure 112/56mmhg), a mismatch between intraluminal arterial pressure and counterpulsation pressure continued to occur. The customer encountered a loop leak alarm. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The fse checked the equipment and fault code records. The fse was able to confirm the "loop leak" fault in the logs reported by the customer and the use of an arrow balloon. The unit passed all factory-specified performance and safety index tests. The blood pressure signal test was normal. The iabp was returned to the customer and was ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name: (B)(6) hospital.

Event description:
It was reported that during use on a patient by the customer, the cardiosave intra-aortic balloon pump (iabp) showed the arterial pressure was 106/52mmhg and the counterpulsation pressure was 183mmhg (the patient was measured at the same time peripheral blood pressure 112/56mmhg), a mismatch between intraluminal arterial pressure and counterpulsation pressure continued to occur. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).